Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead was dislodged. During the procedure, the helix could not extend, so the physician decided to explant and replace the lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.